Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported receiving an air detected in cassette message on the cycler. The patient had pressed the ok about three times yet the warning continued. The patient had checked the lines for any unopened clamps but everything was properly connected. Tech support assisted in another visual check and found all clamps and bags to be connected. Upon removing the cassette, it was noted there was fluid leaking from the cassette and moisture on the inside of the cassette compartment. The patient will use manuals to complete treatment. The cycler will be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported receiving an air detected in cassette message on the cycler. The patient had pressed the ok about three times yet the warning continued. The patient had checked the lines for any unopened clamps but everything was properly connected. Tech support assisted in another visual check and found all clamps and bags to be connected. Upon removing the cassette, it was noted there was fluid leaking from the cassette and moisture on the inside of the cassette compartment. The patient will use manuals to complete treatment. The cycler will be replaced.